Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was rising

Event description:
It was reported that high impedance, and increased impedance values were exhibited over a period of several months. A comparison of the use before date field and implant date found the device was implanted after the use before date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.